Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged clevis pin on the proximal end. This can cause the distal clevis to be detached from the proximal clevis.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had the parts falling off at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient's anatomy. There were no complications to the customer related to the retention of a foreign material.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the initial investigation was confirmed. The proximal clevis pin was dislodged causing the distal clevis to be detached. Upon further inspection, the proximal clevis pin was broken at the pin head side. The broken pin was given to supplier engineering for review. They observed that 0.1915" of the pins was missing, with the nominal length the pin being 0.318 +/- 0.002". Per the supplier, the outer diameter of the pin was within specification, and the material was confirmed to be correct with xrf (17-4ph). There was no evidence of damage to the components surrounding the pin. Thus, there was no definitive root cause identified from the supplier. The root cause is not established at this time.